Event description:
Triathlon screwdriver unusable due to worn out tip (won't engage into screw).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding tip wear of a triathlon 1/8¿ hex drive was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as it was reported that there were no adverse consequences or medical intervention associated with the event. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the exact root cause of the event could not be determined as the reported device was not returned for evaluation. Pr previously investigated wear associated with the catalog number and lot reported in this investigation. Inspection of the device returned for pr concluded that the wear was a result of high use and end of service life conditions.

Event description:
Triathlon screwdriver unusable due to worn out tip (won't engage into screw).